Event description:
Complainant alleged that the clinicians were treating a patient (age unknown) who had been brought into the hospital's emergency room in cardiac arrest. The clinicians applied 3m brand electrodes to the patient, but as soon as the pads were applied to the pt the device displayed a "defib pad short" message. The clinicians immediately obtained a second device to treat the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the patient "was dead when the pt was brought into the ER".